Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device. A photo, and a video were available for evalua tion. Visual inspection noted that the reload was received clamped and tissue was observed within the jaws. Functional testing noted that most of the tissue was removed from the jaws. The reload was placed in bleach solution to remove any excess remaining tissue. The I-beam was in the fully fired position. The I-beam was manually retracted to open the jaws. The reload was fully fired. Staple pushers were sub-flush to flush with the cartridge. The laminate hooks and the articulation flag were damaged. The reload was able to be loaded into a representative manual handle despite the articulation flag damage. The jaws were fully clamped, but would not fully unclamp due to tissue in the proximal end of the jaws. The reload was unloaded from the representative instrument. It was reported that the instrument locked on tissue. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The evaluation detected an unreported condition of damaged laminate hooks. The product analysis noted evidence that the device was not used as intended. Another unreported condition was identified of damaged articulation flag. The most likely cause of this condition was traced to the supplier. Internal process improvements have been initiated to mitigate this issue. The instructions included with this device provide the following guidance: ensure that the load alignment indicator on the reload aligns with the load alignment indicator on the shaft. Push the reload in and twist clockwise 45° relative to the instrument, so that the reload will lock into place and an audible click is heard. When the reload is loaded properly into the stapler the blue unload button underneath the shaft is seated in place without showing any red coloration underneath. To unload a reload from the stapler, the articulating lever must be in the neutral position. Ensure that the jaws of the reload are open by pulling the black return knob back completely. Pull the light blue unload button (located on the underside of the shaft near the loop handle) back towards the instrument, twist the reload counterclockwise 45° and remove the reload from the shaft of the instrument. Instructions must be followed to be able to properly load and unload to fire correctly and gently remove the instrument from tissue and cavity. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure, the reload became stuck in patient tissue. The surgical team converted from laparoscopic to open surgery, and an incision was required to remove the reload along with the tissue. The procedure time was extended by 20 minutes.

Manufacturer narrative:
Additional information: b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure, the reload became stuck in patient's mandible tissue. The surgical team converted from laparoscopic to open surgery, and an incision was required to remove the reload along with the tissue. The procedure time was extended by 20 minutes.